Event description:
It was reported that the presented at the emergency room due to inappropriate therapy. It was also reported that the fractured lead was oversensing noise, an impedance spike, and had high impedance. An x-ray revealed a sub-clavicular crush lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and the proximal conductor was fractured. It was also noted that the defibrillation coil was distorted, the distal conductor was stretched, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was a non-electrical miscellaneous finding on the tip electrode, and the lead was stretched.